Event description:
Philips received a complaint on the v60 ventilator, indicating that the device alarmed for vent-inop: machine and proximal pressure sensors failed, check vent: proximal pressure sensor calibration data error, check vent: machine pressure sensor calibration data error, check vent: o2 pressure sensor calibration data error, and check vent: air flow sensor calibration data error. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarms occurred following a flow sensor assembly replacement. The customer initially had a proximal autozero failed alarm, reseated the data acquisition (da) printed circuit board assembly (pcba) in an attempt to resolve the alarm. The device then alarmed for vent-inop: machine and proximal pressure sensors failed, check vent: proximal pressure sensor calibration data error, check vent: machine pressure sensor calibration data error, check vent: o2 pressure sensor calibration data error, and check vent: air flow sensor calibration data error. The customer stated that they found the cable from the flow sensor assembly to the da pcba was not secured. The rse secured the cable connection, and the device began to operate as expected with no check vent or vent inoperative alarms. The rse advised the customer to perform a close visual inspection of all connections and perform a performance verification test (pvt) successfully before placing the device back into service. The rse instructed the customer to order a replacement da pcba if the alarms returned. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 31jan2024, it was confirmed that the reseating of the cable from the flow sensor assembly (fsa) to the data acquisition (da) printed circuit board assembly (pcba) resolved the issue. As the customer is the one who installed the fsa into the device and did not properly connect the cable during the installation, this device issue is considered user error. Following the reseating, the device passed testing, was run for 2 hours without issue, and has been returned to use. The customer did not have the device diagnostic report (drpt) available to provide. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.